Event description:
It was reported that the patient underwent a surgical procedure involving an artificial urinary sphincter (aus) in which the existing cuff was removed and replaced due to fluid loss. Upon removal the scrub technician filled the explanted component with saline and identified a small hole in the crease of the cuff. There were no patient complications related to the device.